Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the customer was performing the diagnostic procedure and completed by relocating the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that flex viewing pc failed to boot up correctly. Review of the system log file confirmed the malfunction as there was no possible communication with flex vision pc. Upon troubleshooting, fse found that there was no video displayed on the monitor. To resolve this issue, fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was updated.

Event description:
It was reported to philips that the flexvision pc did not bootup correctly and there was no video on the monitor. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.